Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). During a software installation the ventilator generated two technical error codes indicating power failure. The ventilator was investigated and the monitoring printed circuit board (pcb) and the expiratory channel pcb were replaced and returned for investigation. The monitoring pcb was found working as expected during simulated use test. The expiratory channel pcb was alarming for communication problem during simulated use test. The failure was caused by a defective central processor unit (cpu) on a printed circuit board. Our conclusion is that during the event the cpu was in the process to break and this lead to an overheating of a coil on the +12v line due to a short circuit. The ventilator generated technical error indicating power failures when the coil breaks down.

Event description:
Manufacturer ref. #: (B)(4).